Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a pump battery issue, pump touchscreen "goes black" and "pump was running slower than usual". There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined to troubleshoot with tandem technical support.